Event description:
It was reported that this lead is being returned due an unspecified defect. Information has been requested regarding the specific allegations, but a response has not yet been received. No adverse patient effects were reported.